Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 94 mg/dl at the time of the incident. Customer stated that, the display was not blank less than 30 seconds and the display is blank currently. Customer did not have his pump on file and states he would call back once he gets off work and has his pump with him to continue troubleshooting of the blank display. The device will not be returned for analysis.